Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm, approximately five years ago. Aneurysm and vessel morphology was not reported. It was reported that the patient was lost to follow-up. Currently, the patient presented with back pain. The CT demonstrated that there is a type iii endoleak, fabric near the bifurcation of the stent graft. The physician removed part of the stent graft that had the type iii endoleak, fabric. A dacron graft was sewn to the existing limbs and part of the bifurcated stent graft. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak, surgical conversion); patient's condition affected effectiveness of device (patient was lost to follow-up). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (patient was lost to follow-up).